Event description:
Info received indicates the right intermediate siderail will not latch.

Manufacturer narrative:
The technician isolated the issue to a substance in the latch mechanism, causing it to stick open. The tech cleaned the siderail latch mechanism to repair the bed.